Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report # 2183959-2012-01099. "On or about (B)(6) 2010," an elevate with intepro was implanted to treat" "pelvic organ prolapse or urinary incontinence." Plaintiff's attorney alleged that the product, "caused plaintiff severe and permanent bodily injuries and significant mental and physical pain and suffering," and other losses. It was also alleged that plaintiff suffered "infection or inflammation, tissue abrasion, and other severe adverse health consequences."